Event description:
Heparin lock dressing noted to be soiled with fresh blood. When dressing was removed from hand, catheter was noted to be broken at the hub and catheter was believed to be palpated (retained) in the vein on the dorsal aspect of left hand. Left hand/arm and chest were x-rayed. Left hand surgically explored and examined by cv surgeon. Catheter was not found. Surgeon did not recommend further exploration at this time.